Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was over delivering. The customer¿s blood glucose level was 60 mg/dl at the time of incident and other blood glucose level was 70 mg/dl. The customer stated that they experienced low blood glucose and treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was neither in emergency, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose. The displacement test was performed and passed. The insulin pump will be returned for analysis. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak and no occluded. (B)(4).